Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of seasonal allergy, allergy to antibiotic, spontaneous abortion, vaginal delivery, parity 2 (has 2 children), pregnancy, premenstrual syndrome, prolonged heavy periods, appendectomy, headache, suprapubic pain and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: final diagnosis: a. Uterus, cervix, bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): - cervix: chronic cervicitis and squamous metaplasia - endometrium: benign secretory endometrium - myometrium: no pathologic abnormality - bilateral fallopian tubes: benign bilateral fallopian tubes - no carcinoma identified. Gross description: the specimen is received in formalin, labeled with the patient's name and medical record number, and is designated uterus, cervix, bilateral fallopian tubes. The specimen consists of a 91 g uterus with attached bilateral fallopian tubes. The lumen of the fallopian tube contains a grey shiny metallic spring consistent with sterilization device, which has a length of 5.1 cm and a diameter of 0.2 cm and appears to be intact. The right fallopian tube with fimbriated end has a length of 6.3 cm and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. The lumen contains a grey shiny metallic spring, consistent with sterilization device, which has a length of 5.8 cm and a diameter of 0.2 cm, and appears to be intact. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical records received ¿ reporter¿s information was updated and new reporters were added. Patient¿s information (race) and medical history, and lab data information (pathology report) were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.